Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. Zoll made several attempts to obtain additional information from the customer, however the attempts were unsuccessful. A supplemental report will be filed if the product is returned or additional information is provided, and investigation has been completed.

Event description:
It was reported that the customer's autopulse s/n (B)(4) was not functioning. The customer stated that after changing the lifeband, the device starting working. No patient information was disclosed. No additional information was provided.